Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), female patient who was receiving morphine (unknown dose and concentration) via an implantable pump for spinal pain. Since (B)(6) 2015, the patient's pump was flipping constantly. The pump would "go sideways so it was horizontal with the floor." The patient was fat, so the pump was implanted in her buttocks. There was a time where the physician's assistant (pa) had to flip the pump over because he was unable to fill it. In (B)(6) 2015, the catheter became loose and the "tubing raised across the incision." The patient could "run her hand over her spine and feel a loop in there that she could flick back and forth with her finger." The catheter was sticking out. The patient's nurse practitioner (np) wanted her to have a dye study and have the pump replaced. The earliest appointment the patient could get was (B)(6) 2015. The np told the patient to wear a back brace so the pump doesn't flip and pull the catheter out. Additional information has been requested regarding patient symptoms, the cause of the event, troubleshooting and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information received from the consumer indicated the pump was relocated from the buttocks to the abdomen due to flipping. The pump repositioning took place at the end of (B)(6) 2015. It was also stated the catheter came loose from the "machine." The patient had noticed a "lump or bump" the felt "like a piece of the wiring was bubbling up/out bubbling up the skin." The issue was fine ever since the pump repositioning. The pump was to be refilled at the end of (B)(6) 2016. According to device registry, the catheter was replaced as of (B)(6) 2015.